Manufacturer narrative:
William cook europe initially reported event under MFR report #3002808486-2016-00966. Information was received identifying that the product was a cook inc. Product. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This information was received on february 14, 2017 as follows: plaintiff allegedly received a gunther tulip ivc implant on (B)(6) 2009 via the right common femoral vein due to bilateral subdural hematomas & extensive bilateral deep vein thrombosis (dvt)/pulmonary embolism (pe). No removal attempts have been noted. A CT report from "(B)(6) 2017" describes the ivc being 'markedly reduced in size suggesting complete thrombosis of the vena cava below the filter.' Plaintiff is alleging device is unable to be retrieved.

Manufacturer narrative:
It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "plaintiff is alleging device is unable to be retrieved¿. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Ivc thrombotic occlusion as an outcome for cook ivc filters is addressed in the published scientific literature. Ivc thrombotic occlusion is defined as the presence of an occluding thrombus in the ivc after filter insertion and documented by ultrasound (us), CT, mr imaging or venography; this may be symptomatic or asymptomatic. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. .